Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the tubes do not fill correctly during sampling, several batches being concerned. The following information was provided by the initial reporter. The customer stated: "I have a complaint regarding bd vacutainer partic tubes. Silice cap rouge, references (B)(4), lots 2040938/ 1350459. Repeated incidents occurred in the pneumology consultation department: the tubes do not fill correctly during sampling, several batches being concerned. "

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the tubes do not fill correctly during sampling, several batches being concerned. The following information was provided by the initial reporter. The customer stated: "I have a complaint regarding bd vacutainer partic tubes. Silice cap rouge, references 369032/ 367819, lots 2040938/ 1350459. Repeated incidents occurred in the pneumology consultation department: the tubes do not fill correctly during sampling, several batches being concerned. "

Manufacturer narrative:
Investigation summary: mat: 369032, lot: 2040938. Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, (B)(4) retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.